Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "an actual sample was returned for investigation. Further checking was performed by inflating the cuff by using endotest. The blue bronchial cuff passed as it was able to maintain its pressure at 25mbar. The tracheal cuff was unable to maintain pressure at 25mbar and a cut mark was observed on the cuff. Based on the investigation, the defect mode on cuff leakage was matches with the complainant report. However, in manufacturing site, there were visual inspection, 100% water leak test, inflation and deflation test were perform in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during check prior to use on a patient, damaged cuff (broke). Functional test failed." The issue was identified prior to use, there was no delay in treatment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during check prior to use on a patient, damaged cuff (broke). Functional test failed." The issue was identified prior to use, there was no delay in treatment.